Event description:
Respiratory therapist responded to a ventilator alarm. The ventilator appeared to be on fire. After the initial event, damage was found to be the inspiratory connector, water reservoir and inspiratory tubing of the disposable circuit.